Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing thresholds and intermittent high pacing impedance measurements which resulted in a safety switch. Subsequently the rv lead was surgically abandoned. No additional adverse patient effects were reported. Additional information has been requested. This report will be updated should further information be received.